Event description:
Pt had continuous oozing of gastric contents from under skin disk. Leaking from stoma y-port connector, not sealing off when not in use. On tube removal, experienced great difficulty deflating the balloon. Pt had to be sedated. Pt recovered from difficult removal. One pt involved.